Manufacturer narrative:
On (B)(6) 2018, the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Device evaluation summary the device was received with blue fluid. During initial evaluation the device appeared intact. Leak test was performed, according with mentor procedures, and a rent was discovered at junction of shell and patch on the posterior aspect. Microscopic examination of the edges of the rent gave no indications of instrument damage. No other anomalies were observed. Complaint was confirmed. The complaint was confirmed since a rupture was found on the device. Nonetheless, a microscopic examination of the edges of the rent was performed and it did not provide conclusive evidence of what could be the root cause. Medical or surgical intervention. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. (B)(4).

Manufacturer narrative:
On (B)(6) 2018, additional information indicated that the patient age at the time of event was 57 years old, date of implantation was on (B)(6) 2018, date the event occurred was on (B)(6) 2018 and date of explantation was on (B)(6) 2018. The issue discovered through the patients urine which was green and this is the indication of methylen blue that leaked from the extender, and it was necessary to replaced the device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent an unknown breast reconstruction surgery with mentor tissue expander, 800cc which an unknown side ruptured after implantation. As a result, patient had the device explanted. The date of surgery is unknown.